Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the blood leaked out. The following information was provided by the initial reporter. The customer stated: ¿the device was used for blood collection. When the tube was placed on the adapter, the blood leaked out, particularly onto the nurses. It is not the same batch. No clinical consequences have been observed to date apart from the exposure of personnel to biological products."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2022-11-04 h.3. Investigation summary: bd received one hundred (100) samples from both lots 2115387 & 2144099 for investigation. The samples were evaluated by functional testing and the indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, ten (10) retention samples from both lots 2115387 & 2144099 from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the blood leaked out. The following information was provided by the initial reporter. The customer stated: ¿the device was used for blood collection. When the tube was placed on the adapter, the blood leaked out, particularly onto the nurses. It is not the same batch. No clinical consequences have been observed to date apart from the exposure of personnel to biological products."